Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent on going low blood glucose levels (bg) in the 40-50s mg/dl range; cause was unknown. Customer consumed carbohydrates to address the low bg. Reportedly, customer discussed bg levels with their health care provider.